Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2016, the receiver ceased to function. No additional event or patient information is available. The receiver has been received for device investigation. A follow-up report will be submitted upon completion of device investigation.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver does not power on. The receiver case was open for internal inspection and failed due moisture damage (corrosion) throughout the receiver. The reported event that the receiver ceased to function was confirmed . The root cause is moisture damage. Root cause could not be determined.